Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: when the pump is booted the display is a dim red color. When pump display is replaced by a test display the variance in color/contrast is fixed. During testing the up key was found to be intermittently unresponsive. Evaluation revealed that there was contamination under the contacts for the up, down, and contrast buttons. The battery compartment is cracked. The crack runs between the case seal and the grip on the back of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.